Event description:
On 12/5/90 an aus device was implanted. On 6/11/92 the balloon was revised. On 10/7/92 a tandem cuff was placed. On 10/8/96 the pump and balloon were revised. On 12/11/96 one cuff was removed from the pt due to incontinence.